Event description:
Nt821731c - stopcock failure. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4) per (B)(4) rev 14 risk analysis spreadsheet - eds 3 external drainage system hazard 5.12 - stopcocks: broken, cracked, or fractured luer fitting and/or hub effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium. Stopcock breakage may result in fluid leakage and require device replacement. Implemented risk controls mitigate potential harm, and the clinical benefits of eds 3 in safe and accurate csf drainage continue to outweigh the residual risk. Related to capa005781. Further investigation to be carried out.